Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported rupture with silicone leakage. This relates to the right side. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported rupture with silicone leakage. This relates to the right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Birth year provided as 1981. (B)(6). Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture with silicone leakage. Patient's representative reported anxiety, capsular contracture baker grade unknown, lymphadenopathy, silicone migration, granuloma, and brca mutation. Patient's representative also reported breast infection which is not device related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.